Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had experienced a loss or change of therapy. The patient stated that he had been in the hospital for a unrelated issue and had been using a catheter. He wanted to meet with a manufacturer representative (rep) and his doctor had left his practice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.